Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support indicated the occlusion was likely at the infusion site; however, the customer declined to change the site to confirm. Recommendation was made to change the site.